Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 32 x 2.25 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, stent longitudinal 'recession' was noted. The procedure was completed with another of the same device. No patient complications were reported.